Event description:
It was reported that the user experienced hyperglycemia after announcing a meal as less than a meal despite consuming half a potato, chicken pot pie, and a salad, with a highest reported glucose of 333 mg/dl while using a dexcom g7 and the ilet system, and without use of backup therapy or ketone testing. Symptoms included feeling fine without acute complications. Outcomes included no medical intervention, no hospitalization, and no long-term impact reported. Investigation included a troubleshooting call during which glucose was observed trending down with 7.4 units on board, and education was provided regarding appropriate meal size announcements. Investigation of this case revealed that the event was consistent with an incorrect meal size announcement leading to postprandial hyperglycemia, with the device and sensor functioning as expected. It was concluded, based on previously established findings for similar reports, that user-related meal entry contributed to the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.